Event description:
Info rec'd indicates when the intelidrive handles are pulled back, the bed drives forward. No injury.

Manufacturer narrative:
The technician found the bed would go in forward drive but not reverse drive. The technician isolated the issue to the left transport handle. He replaced the transport handle to repair the bed.